Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hypoglycemia that occurred the night prior with a lowest blood glucose (bg) of 51 mg/dl while asleep. The low was not treated, but bg recovered naturally, and no symptoms were reported. No medical intervention was required.